Manufacturer narrative:
Pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. Unit was received with scratched lcd window, cracked case on display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads, missing end cap sticker and cracked lcd window on the upper side. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 3.5 mmol/l. Troubleshooting was performed. The device was returned for analysis.